Event description:
It was reported that the patient had surgery for abdominal adhesions in (B)(6) 2012. The patient's ins was turned off by the hcp for the procedure. When the patient went back to the hcp to have her ins turned back on she received a shock from the ins. The nurse turned stimulation to a comfortable level and the pain went away, however, the patient stated that she was still sore and that it "felt like she had been raped" after that event.

Manufacturer narrative:
Product ID: 3889-28, lot# v333404, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).